Event description:
Additional information received reported that there had been no changes in the device or other factors that lead to the cramps in the upper right leg, they just started to happen. The manufacturing representative made some device programming changes and the cramping was not as frequent. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she sometimes got a leg cramp on the right side upper thigh region and stopped at the knee. If she shut the stimulator off, it would go away. These came on suddenly. It was particularly difficult when she was trying to cut her toe nails on the right foot. The patient mentioned what was weird was that all of this was on the right side and the patient was wondering if other people had experienced this. The stimulator helped with the pain it was implanted for. Relevant medical history included failed back surgery syndrome and spinal pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.